Event description:
A report was received that the patient is experiencing discomfort at the pocket site as the patient is very thin. The patient is implanted with two devices in her chest. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg).

Event description:
A report was received that the patient is experiencing discomfort at the pocket site as the patient is very thin. The patient is implanted with two devices in her chest. The patient will undergo a revision procedure.